Event description:
Received information the patient experienced a shocking sensation when he turned his device on for the first time. Then stimulator was set on 3.8v. Patient stated he would turn the stimulation to 0.v before he turns it on again. He has not been trained yet and has an appointment on friday to see the manufacturer's representative and his doctor for the training. Patient will wait until training to turn his device back on. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).